Manufacturer narrative:
Investigation results: two investigations were carried out. First investigation summary: customer returned (1) loose 3/10cc syringe. Customer states that the shield was deformed. The returned syringe was examined and exhibited a broken shield. Sample was be forwarded to manufacturing (holdrege) on 06apr2018 for further review. Second investigation summary: on 10apr2018, holdrege received one (1) loose 0.3ml syringe from an unknown batch number. All samples were decontaminated per hstr-17 prior to being evaluated. Upon evaluation by qe ah, similar findings to those noted during initial investigation performed at bd franklin lakes were noted. Probable root cause for the damage to the shield is a jaw jam on the form fill and seal (ffs) equipment. During formation of the individual polybags for transport of the syringes, any portion of a syringe or component may be involved on a jam during cutting of the polybag material, resulting in varying degrees of damage. This damage may make its way into final packaging and on to the consumer in the field. Unable to perform DHR check due to unknown lot number. Severity: s_1__; occurrence: unable to perform complaint lot history check due to unknown lot number. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Based on the above, no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the safety shield on a bd ultra-fine¿ insulin syringe was found deformed prior to use. There was no report of injury or medical intervention.